Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver an unspecified volume of normal saline via gravity. The male adapter of an unspecified primary tubing set was connected to the female adapter of the tubing set. The option-lok male adapter of the tubing set was connected to the pt's peripheral IV access site. After an unspecified length of time in use, a leak of solution and unspecified volume of blood loss was reported as coming from the leg of the distal clave y-site. The extension set was replaced and the therapy was resumed. There were no reports of any adverse pt effects and no reported delays therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.